Event description:
Boston scientific received information that this lead was surgically abandoned due to an unspecified product performance issue. Efforts have been made to obtain additional information but to date there has been no information available. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.